Event description:
During a coronary artery drug eluting stenting treatment procedure resistance was felt and the vessel ruptured. Via the brachial artery the physician placed a 2.50x16mm taxus express2 drug eluting stent in the mildly tortuous, mildly calcified 80% stenosed, ostial lesion in the circumflex (cx) artery. The stent balloon was inflated to 10 atmospheres and was fully expanded. During withdrawal the physician felt resistance at the moment he was going to remove the balloon and the vessel ruptured. The physician inflated the balloon a second time, deflated it and pulled it out. The lesion was post dilated with a 2.5x12mm balloon. No other intervention was required. The balloon was left inflated for 75 minutes for hemostasis. Add'l info has been requested regarding the condition of the pt but has not been rec'd as of the date of this report.